Event description:
It was reported that stent damage occurred. After two 0.014 guide wires crossed the lesion, a 20x3.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the mesh of the stent was damaged and was unable to pass the lesion. The device was removed with no patient complications were reported. It was further reported that the 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left coronary artery. The procedure was completed with a secondary coronary stent.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 20 x 3.00 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the proximal stent region were noted to be lifted. The undamaged stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found a kink located at 270mm proximal to the distal end of the distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. After two 0.014 guide wires crossed the lesion, a 20x3.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the mesh of the stent was damaged and was unable to pass the lesion. The device was removed with no patient complications were reported. It was further reported that the 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left coronary artery. The procedure was completed with a secondary coronary stent.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. After two 0.014 guide wires crossed the lesion, a 20x3.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the mesh of the stent was damaged and was unable to pass the lesion. The device was removed with no patient complications were reported.